Manufacturer narrative:
(B)(4) implant date was sometime in 2005. Explant date was sometime in (B)(6) 2017. Concomitant medical products: unknown cup, unknown liner, unknown head. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01660, 0001825034-2018-01661, 0001825034-2018-01659.

Event description:
It was reported patient¿s left hip was revised approximately 12 years post implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.